Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine leaked from the y junction of the foley.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, the sample was evaluated and a tear was observed on the bifurcation area of catheter. The catheter may have been pulled on by a hard and sharp object. How and when the problem occurred could not be determined. Per functional testing, the balloon was inflated with water and leakage was observed from the bifurcation area of catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" (B)(4).

Event description:
It was reported that the urine leaked from the y junction of the foley.